Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that they perform a de-fragmentation of the system. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site biomedical engineer reported that, while using the track pad on the imaging system, the cursor would not click on anything inside the software when prompted by the user. Restarting the imaging system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.